Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel release flags) has been confirmed. Upon receipt, no gel was released or leaking from the belt. It was discovered that the electrode belt had a broken wire in the distribution node. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire line (black wire) in the distribution node. The root cause of the broken wire cannot be positively identified. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.

Event description:
Zoll customer support reviewed the download of a (B)(4) male pt which had revealed nine "gel previously released" flags within a week. The pt was issued a replacement electrode belt.